Event description:
It was reported that during a recanalization procedure through the groin, the device was allegedly noted to be leaking and broke. It was further reported that upon removing the device, the helix of the device was found to be detached and the detached helix was stuck in implant. The broken part of the device was snared out of the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiration date: 05/2024).

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. The helix was broken in multiple pieces at 19 cm from the tip of the catheter. The two separate helix parts of 13 cm and 11 cm long were broken, rolled, and overlapped on top of the helix that was still attached to the hand piece. It shows that catheter was working after break of the lix for some time. There was noticed damage on the tube at 44 cm from the tip of the catheter. Reported leakage problem was not possible to confirm due to broken helix. It can be confirmed that the helix was broken and detached from the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure through the groin, the device was allegedly noted to be leaking and broke. It was further reported that upon removing the device, the helix of the device was found to be detached and the detached helix was stuck in implant. The broken part of the device was snared out of the patient. There was no reported patient injury.